Manufacturer narrative:
The suspected front bezel was returned to philips for evaluation. The technician documented the following conclusion/root cause, "in regard to the nav ring issue, the product investigation lab (pil) has verified that the navigation ring located on the top right portion of the front bezel did not operate at all with either the use of the preload tester or during standard test bed (stb) operation at the pil. The pil tech performed a temporary install of the printed circuit assembly (pca) portion of the navigation ring but verified that this did not fix the issue noted in the complaint. The pil tech verified that the nav ring issue is due to the portion of the navigation ring that is fitted into the bezel itself. The accept button did operate as expected.¿

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator's navigation ring was unresponsive. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips service engineer (se) reported that the v60 ventilator's navigation ring was unresponsive. The se replaced the device's front bezel, and the issue was resolved.